Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the existing cardiac resynchronization therapy defibrillator (crt-d) exhibited tones. The patient was brought in for evaluation and further review found an alert for low out of range shock impedances on this right ventricular (rv) lead. The shock impedances were 19 ohms on the alert, but all other values were stable between 50-60 ohms. The patient will continue to be monitored and there were no adverse patient effects were reported.